Event description:
A (B)(6) male patient contacted zoll customer support to report a damaged connector and constant check td pad messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector/constant check te pad alarms) has been confirmed. Upon evaluation, the trunk cable connector cover was cracked and there was an open white (drvn_gnd) wire in the trunk cable. The cause of the code and check te pad messages is the open white wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable as evidenced by the damaged connector cover. No adverse event resulted from the damaged cable and wire. The patient received a replacement electrode belt.